Event description:
It was reported that the capsule was unable to hold the intraocular lens (iol). No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, a definitive response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 14, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received stuck inside of a non-johnson &johnson (j & j) cartridge. The complaint issue could not be confirmed, and no product deficiency could be determined. The complaint issue experienced by the customer may have been the result of attempting to insert a j&j lens with a non-validated for use alcon cartridge per the complaint product directions for use (dfu). Conclusion: as a result of the investigation the complaint issue could not be confirmed to be related to manufacturing and no product deficiency could be identified, the reported issue could not be verified. In review of product investigation results it was confirmed that the complaint issue experienced by the customer may have been the result of attempting to insert a j&j lens with a non-validated for use alcon cartridge per the complaint product directions for use (dfu). Therefore, event is determined to be not reportable. There will no longer be any further reporting under MFR report number 3012236936-2022-00197. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.